Event description:
It is reported that the customer had low blood glucose levels of 65 mg/dl. The customer reported a button error alarm from the insulin pump. The customer further reported that the insulin pump might have been exposed to sweat. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
The insulin pump alarmed for a button error due to moisture damage on keypad traces. No moisture damage on electronics were noted. The insulin pump was received with minor scratches on the display window, cracked display window corners and a cracked reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.